Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that approximately three weeks post stenting procedure, the patient began experiencing hives. Treatment has consisted of topical solutions, but the hives remain. The cardiologist does not feel it is related to the stent, rather possibly related to medication and will now be adjusting the patient's medications. There is no additional event or patient information available.

Manufacturer narrative:
Although it is not known if the product used was an rx or otw vision, it should be noted that the vision instructions for use for both products within the united states warns that, "persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant." In this case, it is possible that the allergic reaction could be related to the stent implant material, or side effects associated with medications prescribed to the patient; however, this cannot be confirmed. Ultimately, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.